Event description:
Inserted an 18g catheter into left basilic vein. Procedure took 35 mins. Flow was sluggish and tubing collapsed. Had to manipulate tubing; therefore, IV was manipulated causing pt great discomfort. IV clotted before treatment was completed. Had to restick pt. On last admission 3/16/96 an 18 gauge angiocath inserted into the same vein without difficulty. Obtained 500ml's of blood in 12 mins.